Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to the battery. The battery was scrapped to resolve the report. The battery showed signs of physical damage. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.